Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices) - should have been ticked in the initial report.

Event description:
It was reported the lead was capped and replaced due to an increase in lead impedance that may have been indicated a potential lead issue. The patient experienced no adverse events from the replacement.